Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report an issue with the insulin pump. Customer reported that the pump stopped the bolus in the middle of the night. Customer's blood glucose at the time of the incident was 568 mg/dl. Upon troubleshooting, customer was advised that the auto suspend alarm was set for 12 hours causing the alarm to elapse while she was sleeping. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.